Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedure compilation as restenosis of treated segment is a known physiological effect of the procedure and is noted in the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registryit was reported that in 2005 the patient underwent treatment with a peripheral cutting balloon device for one lesion. The lesion was identified in the avf. The target vessel was non tortuous without calcification and had a reference diameter of 5.5mm. The target lesion length was 10mm and 70% stenosis; the lesion post-procedure stenosis was 0%. The peripheral cutting balloon was used to dilate the lesion. Number of inflations, time and maximum inflation pressure data was not provided. No pain was perceived during the procedure.during follow up visit in 2006, it was found that the subject underwent conventional pta of the target lesion, because of angiographic restenosis of the target lesion. No additional follow up information was provided.